Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed in 2008 due to recurring incontinence. Should additional information be received or product be returned, a supplemental report will be filed for the addition information and also upon completion of product analysis.